Manufacturer narrative:
The unit was received at the international service center for software downgrade. When the technician turned the unit on, the screen turned to white and display malfunction occurred. Lcd was replaced then the phenomenon was improved. Unit was checked overall, cleaned, run in tests and functionally tested.

Event description:
The international customer sent the v60 unit to perform software downgrade. While downgrading software version, the unit's screen became white at start-up and display was not shown properly. There was no patient involvement.